Event description:
It was reported that noise with non sustained oversensing was observed in the near field channel of the ventricular lead on the implantable cardioverter defibrillator (ICD). Further information was requested but not yet available. There were no patient consequences.